Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly tortuous and severely calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.